Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
A response was received from the surgeon indicating that this event was not related to a malfunction or deficiency of the edwards valve. Per the op report, this patient presented with severe aortic stenosis of his native valve and was presented for aortic valve replacement. The patient's aortic valve was noted to be heavily calcified. The valve was excised and the annulus was debrided. The patient had a small defect in the muscle from the calcium debridement just lateral on the lateral aspect of the right noncoronary commissure. This was then oversewn with running 5-0 prolene suture in double fashion. Series of pledgeted 2-0 polyesture sutures were placed around the annulus. The edwards valve was then lowered into position. It was noted to be well-seated below the coronary arteries. However, it seemed that there was a small defect in the nadir of the noncoronary sinus where there was still some calcium below the annulus. The surgeon attempted to place a suture here but inadvertently made a perforation in the leaflet of the prosthetic valve. Therefore, the device was removed and a new edwards valve was implanted (same model and size). The patient tolerated the procedure well and was returned to the cvicu in stable condition. Postoperative transesophageal echocardiogram demonstrated normal left ventricular function and normally function bioprosthetic valve without paravalvular leak. Based on this information, it appears that this event was due to patient and procedural related factors. The explanted valve was removed prior to the patient going off cardiopulmonary bypass; therefore, the patient's procedure was not significantly extended by the explant. No further actions are being taken.